Event description:
An analysis was performed on the returned handheld computer. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
It was reported that the medial professional experienced difficulties with his handheld computer when he was trying to search in the programming and diagnostics history. Further information was received indicating that an alert message had been displayed buy the handheld computer, but the precise message was not specified. The handheld computers screen appeared frozen though the on/off button light was green, indicating a full battery charge. A hard reset was attempted but the issue persisted. The sd card was reported to be readable in another handheld computer. No mishandling was reported. The return of the suspect handheld computer is expected but it has not been received to date.

Event description:
The suspected handheld computer was returned to the manufacturer on 09/23/2015. Analysis is underway but it has not been completed to date.